Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by keypad recall and dim segment recall. Replaced dim u4 on display pcb for dim segment and verified u4 solder on display pcb. There was no reported patient involvement.